Manufacturer narrative:
Pr#: (B)(4). A f/u report will be submitted upon completion of the investigation.

Event description:
The customer reported a depleted battery. There was no patient involvement where this occurred in testing.